Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, while placing the lead into the left bundle branch, lead exhibited high pacing impedance. It was also suspected that lead had perforated into the septum due to patient's thin septum, diagnostic imaging was performed but it was not confirmed. The lead was ultimately used and implanted into patient's body. Patient condition was stable.